Event description:
Spontaneous. Patient reported her whisperject device is broken. The medication goes in very slowly. No missed dose or adverse event reported; unknown if available for return; unknown if md aware. We have never shipped the whisperject -unk lot/expiration. No further information. Reported to (B)(6) by pt/caregiver.